Event description:
The suspect device display screen showed the wrong code for the strip lot being used. The code appeared as 332. The correct code should be 372. The device was replaced and requested to be returned for evaluation.